Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the distal pulses were absent in the left leg which is the side where the impella was placed. A peripheral angiogram was performed to access distal perfusion. An echocardiogram was utilized to identify the impella pump was five (5) centimeters into the left ventricle. The catheter was pulled back to a measurement of 3.6 centimeters. It was reported that hemostasis was achieved with the repositioning.